Event description:
Information received from the field does not address the patient's clinical status but notes lead dislodgement. The atrial intracardiac shows a ventricular response. The lead was subsequently replaced.